Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of connecta plus3 10 cm white experienced product damage with the device still considered operable. Product defects were noted during use. The following information was provided by the initial reporter: 1 bd connecta 3-way has broken during usage.

Event description:
It was reported that an unspecified number of connecta plus3 10cm white experienced product damage with the device still considered operable. Product defects were noted during use. The following information was provided by the initial reporter: 1 bd connecta 3-way has broken during usage.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9039996. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Based on investigation results to date, root cause for manufacturing process cannot be determined. This type of defect probably occurred due to the medicine used or because the device was used with pressure.